Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose value of 500 mg/dl. Customer blood glucose value at the time of incidence was 535 mg/dl and current value was 327 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose value. Customer treated with manual injections. Customer did not allege pump was under delivering of insulin. The drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The device will not be return for analysis.